Event description:
Pt uses ventilator 16 hrs per day with pressure limit. Valve started sticking causing loud popping noise. High pressure and low pressure alarm also went off. Pt missed several breaths.